Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer¿s other relevant blood glucose level was 400 mg/dl, 270 mg/dl, 300 mg/dl. The insulin pump was exposed to ocean water. The insulin pump received motor error but the customer was able to complete the rewind process. The customer treated high blood glucose levels with manual injections and insulin pump. The insulin pump passed the displacement test and manual prime was successful with no recurrence of motor error alarm. The drive support cap of the insulin pump was normal. Troubleshooting was performed and the device will not return for analysis.